Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump shut down once and kept alarming motor error. The customer attempted to deliver a correction of over 17.7 units but the insulin pump alarmed motor error after about 7.4 units. The drive support cap was protruded. Part of the drive support cap was sticking out. The customer mentioned the drive support cap was crooked since he received the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.